Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the right atrial lead exhibited high capture thresholds and high impedance. The physician elected to continue to monitor the patient. On (B)(6) 2015 the patient presented for another follow up and the high capture thresholds were again noted. No intervention was performed.

Event description:
New information reported stated that the physician elected to continue to monitor the patient since the sensing was good.

Event description:
New information reported stated that the patient was seen on (B)(6) 2015 and the device was reprogrammed. The patient would continue to be monitored.